Event description:
Reporter stated that the pt had been receiving consistently high blood glucose results (500 mg/sl), on the device, for the past week. Reporter stated that, 6 hours after receiving a result of 581 mg/dl, pt sought treatment for high blood glucose at the hosp. Reporter indicated that pt's blood glucose measured 82 mg/dl on a hosp device. No treatment was received. No controls were in use. A request was made for the return of the suspect product and replacement product was sent.